Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Pump passed rewind, basic occlusion, prime/delivery and displacement test. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
It was reported via phone call that insulin pump received a fill cannula alarm and motor error alarm. Customer's blood glucose was 275 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm or more than one motor error alarm. Customer was advised that insulin pump would need to be replaced.